Event description:
According to the patient the catheter broke after 15 days of use. The break point is at the part for the blockage arm (y).

Manufacturer narrative:
Qn#(B)(4). The broken funnel was returned for investigation. Based on the complaint description, it was reported that according to the patient the catheter broke after 15 days of use. Visual examination on the returned part observed that the funnel part broken into two. Review on the part revealed same cutting edges and matched with each other which suggesting that the part was initially well attached. Furthermore, it was mentioned by the complainant that this failure occurred after 15 days of use which demonstrated that the catheter originally functioned as per intended. Both broken parts were examined under magnification lens to analyze the damaged area and the edges. Based on observation, the edges were jagged and had excessive material at both sides indicated that there was external force applied which caused the funnel to break. Broken funnel may happen due to various reasons such as the catheter funnel was in contact with sharp of pointed object, or excessive force applied at the funnel end which rendered the part to be detached or broke. Excessive force applied during connecting or removing the urine bag connector could also result in broken or damaged funnel. In current standard operating procedure, the product will undergo several stages of inspection. Water leak test will be performed after funnel injection molding process as per spm-a51-002. Defective catheter with any sign of torn will be detected and culled out during this process. Final 100% visual inspection and leak test will be also conducted on the catheter according to spm-a52-004 and product will be released upon passing this inspection. Based on the investigation conducted on the returned funnel parts, it was observed that both edges were jagged and had excessive material indicated that there was external force applied which rendered the funnel to break. Furthermore, it was mentioned by the complainant that this failure occurred after 15 days of use which demonstrated that the catheter originally functioned as per intended. Therefore, this complaint could not be confirmed.

Event description:
According to the patient the catheter broke after 15 days of use. The break point is at the part for the blockage arm (y).

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.